Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 but stated she was not hospitalized due to the high blood glucose level of 600 mg/dl. The customer stated she went to the hospital due to three lumps she discovered on the vaginal area and while she was in the hospital discovered her blood glucose level was 600 mg/dl. The customer was wearing her insulin pump at the time of the hospitalization. Troubleshooting was unable to be performed because the insulin had no power and would not turn back on for the customer. . The insulin pump will be replaced due to damage to the reservoir compartment. The insulin pump will not be returned for analysis.